Manufacturer narrative:
(B)(4). The device involved in the event was not returned or was discarded; therefore, a return sample evaluation is unable to be performed. Buried bumper is a known complication of a peg-j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, he was seen by the doctor to replace the tubing after the j tube had been pulled out. While evaluating the patient, the physician discovered that the patient had buried bumper syndrome. The bumper was removed from the stomach wall on (B)(6) 2018, and then on (B)(6) 2018, both the peg and j tubes were replaced.